Event description:
During a clinic follow-up, r wave amplitude variation and episodes of wide qrs oversensing resulting in inappropriate high-voltage (hv) therapy were observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.